Event description:
A customer contacted beckman coulter regarding a false negative total bhcg (tbhcg) result from a single pt sample that was generated by the unicel dxl 800 access instrument. A pt sample was tested for tbhcg and a negative result (-) of 0.0mlu/ml was obtained. The tbhcg result was reported out of the lab and questioned by a physician. An ultrasound performed on the pt estimated a 10-day gestation. The customer stated that no other lab tests or repeat of original testing were done. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specification on the date of the event. The specimen was collected in a plastic, bd, gold serum separator tube (sst) and centrifuged at 2,800 rpm for >5 minutes." Service was not sent to the customer's lab due to time passed since the event occurrence. The customer also stated that this is a sample related issue. However, it is not confirmed. No additional info regarding this event was provided. A clear root cause has not been determined for this event. A malfunction will assumed for the purpose of this report.